Manufacturer narrative:
(B)(4). The customer (biomed) advised physio-control that they were able to resolve the reported stuck pin by removing the pin and replacing the cable assembly. Following this repair, additional device issues were observed. Physio-control evaluated the device regarding these additional device issues and it was determined that they occurred due the customer incorrectly placing the device back together following the initial stuck pin issue. After physio-control resolved these unrelated issues, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer reported that their device had a broken connector pin from the therapy cable assembly, stuck inside the therapy connector assembly. This broken pin would prohibit the device from allowing another cable to be connected and would not recognize any connection to the cable with the broken pin. Additionally, following the removal of the stuck pin, the device would not detect a connection of the therapy cable assembly. There was no report of any patient use associated.